Event description:
It was reported that, "the patient was revised for pain, micro instability and hamstring tendonitis contracture. A lysis of adhesions and poly swap were performed. Insert was increased in thickness from 16mm to 19mm."

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.